Event description:
Caller reported mobile system blood glucose results of 49 mg/dl, 83 mg/dl, and 58 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.